Event description:
It was reported the device pocket was placed wrong/too close to the bone, which resulted in pain for the patient. The patient was to have a revision to reposition the device in (B)(6) 2015 and no explant was expected. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).